Manufacturer narrative:
Aware date of report follow up number 001 corrected to (b(4) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from novartis on mar-31-2018. It was reported that the event outcome was a complete recovery and that the seriousness of the event was updated from serious to non-serious start date (B)(6) 2017 to (B)(6) 2017 and stop date (B)(6) 2017 for the muscle spasticity. The drug involved with the event was lioresal intrathecal 0.26 mg/day and 300 mcg/day. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a business partner regarding a patient who was receiving baclofen (unknown concentration at 270 mcg/day) via an implantable pump for spasticity in multiple sclerosis. Historical condition was not reported. Concomitant medications were not reported the patient began treatment with baclofen intrathecal in (B)(6) 2017 it was reported that on (B)(6) 2017, the pump was filled under difficulty due to unusual position. The dose was slightly reduced by 10 mcg. On (B)(6) 2017, the patient experienced severe spasticity in their legs (muscle spasticity) and the pump beeped. The patient was hospitalized because of high fever (pyrexia) and bladder infection (cystitis). In the hospital the dose was increased again to 280 mcg/day, but the spasticity was still further increased. An x-ray was performed which showed a fracture of the lumber vertebrae in the area 1-3. Therapy with baclofen was ongoing. The outcome of the events cystitis, pyrexia, and lumbar vertebral fracture was not reported. The outcome of the event muscle spasticity was reported as condition unchanged. The causality of these events was not reported. The events cystitis and muscle spasticity were assessed as serious (hospitalization). Seriousness assessment of the event lumbar vertebral fracture was upgraded to serious (medically significant). The physician assessed cystitis as not suspected to treatment with baclofen. The business partner stated that, considering the infective origin and inconsistency of the event with the suspect drug, the causality of the event cystitis with baclofen could be ruled out. The causality of the event muscle spasticity could not be ruled out as a device related complication (device beeped) leading to altered drug delivery, hence assessed as suspected. The causality for the event lumbar vertebral fracture could not be assessed due to limited information regarding clinical context and circumstances under which the event occurred. No further complications were reported.